Event description:
It was reported six centimeters of the 7f maximum introducer was torn off. Surgery was required to remove the detached portion. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
No components were returned for analysis and review of the device review history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for reported event could not be conclusively determined.